Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and no delivery. The customer¿s blood glucose level was 366 mg/dl at the time of the incident. The customer stated that the insulin pump had a no delivery alarm and the blood glucose was high. Customer reported that the no delivery alarm was resolved by a reservoir change. Customer also reported that the insulin pump had a motor error alarm during basal delivery. The customer stated that the drive support cap was normal and customer was unsure if the insulin pump was exposed to high magnetic fields and was able to complete the rewind process. Displacement test was performed and passed. Customer had a high blood glucose of 400 mg/dl and treated with insulin pump after the infusion set was changed. Customer's blood glucose reading was 356 mg/dl at the time of call and treated with insulin pump . The customer was advised that the insulin pump was working as designed and call back if issue recurs. The insulin pump is not expected to return for analysis.